Manufacturer narrative:
Voluntary explantation to place another implant so that it would not impede with the use of sports helmet. Reported under requirement to trend and investigate all explantations.

Event description:
Explantation - patient needed to move implant to be able to wear climbing helmet.